Event description:
Siemens became aware of an incident that occurred on the artis icono biplane system. Collision between two detectors occurred after 3d program selection. There are no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. H6: 4755 - detector.

Manufacturer narrative:
7/17/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
Detailed investigation of the reported event revealed that the collision had occurred during a manual user-controlled system movement. No indications of an unintended system movement or a correlation to 3d program selection were identified. During manual system movement, the detector of plane a touched the detector of plane b. As a result, the proximity switches (collision sensors) of plane a and b were activated, and all system movements were immediately stopped. The error messages "plane a: collision of detector - move out of collision zone" and "plane b: collision of detector - move out of collision zone" were displayed to the user. However, system movement was still available in the override mode. The operator manual contains adequate instructions about system movement as well as directions how the operator can avoid a collision and continue system usage in the override mode. In the reported case, by using the override function, the user moved the system to a position where the collision sensors were no longer active, and normal system movement was possible again. The investigation did not reveal any system deficiencies. The system works as specified. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because no malfunction of the system could be detected.